Manufacturer narrative:
A getinge field service engineer was not dispatched for service. The customer has a getinge trained biomed that takes care of cardiosave units. The customer stated there were no repairs to be made. Their technician looked into the reported issue and found the most likely issue was the unit had drapes surrounding it. This lack of airflow most likely caused the increased temp. After a complete pm check out the customer put the unit back into service and have had no issues since. Evaluation not requested by complaintant.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called unit had a system over temperature. The pump was rebooted an therapy was resumed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.